Event description:
The device was returned after the patient's death and subsequently tested out of specification during manufacturer's analysis. Cause of death requested and not received. No allegation from hcp death was device related. It was later reported by the manufacturer's representative that the device was functioning at explant and was replaced due to normal eri.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. . Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.